Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 06/14/2016, belt: 07/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019 between 12:00pm and 1:00pm. It was reported that the patient had a heart attack on (B)(6) 2019 and was admitted to the hospital following the heart attack. The lifevest remained on the patient until he experienced an inappropriate treatment event the following day ((B)(6) 2019), and the doctor removed the lifevest. The lifevest was deactivated at 7:58am on (B)(6) 2019, the lifevest was not active at the time of passing. The patient may have been unresponsive at the time of passing. Review of the download data, indicates the patient received one inappropriate shock in response to motion artifact. The patient was in sinus tachycardia at 120 bpm at the of time of the treatment shock at 07:19:04 am. The patient's post shock rhythm for the shock was sinus rhythm at 90 bpm with hb. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019 between 12:00pm and 1:00pm.